Manufacturer narrative:
Batch review performed on 18-dec-2024. Lot 1907617: (B)(4) items manufactured and released on 05-feb-2020. Expiration date: 2025-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: gmk-hinge 02.09.0514h fixed tibial insert size 5/14mm (k130299) lot 2218341: (B)(4) items manufactured and released on 28-sep-2022. Expiration date: 2027-09-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-hinge 02.09.4005r fixed tibial tray size 5 r (k130299) lot 2103424: (B)(4) items manufactured and released on 28-jun-2021. Expiration date: 2026-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a primary knee surgery on (B)(6) 2022. On (B)(6) 2024, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and revised the liner. Presently, on (B)(6) 2024, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, revised all implants and implanted an antibiotic spacer. The surgery was completed successfully.